Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to pull up a patient utilizing facility search. A field service engineer connected to the server, found the or2 device's inactivity setting was set to 1 day, and the patient¿s last transaction exceeded 24 hours. The field service engineer instructed the customer to adjust the setting to 48 hours to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a user was not able to pull up a patient utilizing facility search. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.